Manufacturer narrative:
E1: reporter number was not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on 11jul2023, the patient experienced an acute stroke. Code stroke was called and computed tomography of the head (cth) was performed which revealed an ischemic infract in the left parietal lobe. Other than small speech impairment in articulating, there were no other deficits related to the stroke. On 13jul2023, the patient was found to have a right ventricular (rv) failure. The patient was then readmitted to the intensive care unit (ICU). Inotropes were started and the patient was able to be weaned off from them later. Multiple low flow events were also noted.

Event description:
Additional information was received that the right heart dysfunction existed before the left ventricular assist device (lvad) implant and a device related issue did not cause or contribute to a right heart failure. Symptoms included low flows and heart failure symptoms. Log files were not available for analysis, but the low flows reportedly resolved with right heart support. There were no changes to patient condition or anticoagulation status that may have contributed to the stroke. The stroke was treated with medical management, and it resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number mlp-(B)(6), and the reported events could not conclusively be determined through this investigation. The patient remains ongoing on heartmate 3 lvas, serial number mlp-(B)(6). The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 outlines potential adverse events, including right heart failure and stroke, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ section 7 outlines visual/audio alarms and how to resolve them. No further information was provided. The manufacturer is closing the file on this event.